Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue, start up failure. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for use before a therapeutic laparoscopic cholecystectomy, the subject device image went black and beeped. The intended procedure was delayed no more than 15 minutes while the patient was not under anesthesia. The intended procedure was completed with a similar device. No patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the facts acquired from the evaluation of the device, it was determined that the cause of the reported failure was the failure of the main printed circuit board (pcb). However, the cause of the main pcb could not be further determined. Olympus will continue to monitor field performance for this device.